Event description:
It was reported that customer experienced a high blood glucose (bg) of 700 mg/dl that led to an emergency room visit and subsequent hospitalization in intensive care unit. The cause of the high bg was unknown. Customer was treated with intravenous saline and insulin and was discharged on 06/20/2026 with no permanent damage. The customer reverted to manual injections for insulin therapy.